Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 44 mg/dl; cause was unknown. Juice, food and candy were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 40-52 mg/dl were recorded by continuous glucose monitor (cgm) from 10:53:47 am to 12:53:58 pm on (B)(6)/2019. Cgm alert 1 (cgm low alert) enunciated. On the evening of (B)(6), user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On the morning of (B)(6), user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.